Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump did not work. There was no additional information available for this complaint. Multiple attempts were made my animas customer customer to obtain additional information but was unsucessful. There was no reported adverse event associated with this complaint. This complaint is being reported due to an unspecified pump malfunction.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/23/2017 with the following findings: the battery compartment was observed to be cracked and the battery cap was unable to secure to the pump due to stripped threads. A test cap was used and was able to secure to the pump properly. The display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.